Event description:
Analysis on the generator was completed. Verification of the alleged "infection" is beyond the scope of activities performed in the pa laboratory environment. However, potential contributing factors to this condition have been considered / evaluated and none were found to exist in this situation. The device history record shows that the pulse generator passed all specifications before it was released. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . The battery, 3.075 volts, shows an ifi=no condition. There were no performance or any other type of adverse condition found with the pulse generator. Analysis of the lead was also completed. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent explant of the vns system on (B)(6) 2016 due to infection at the operative site. The surgeon mentioned that both the lead and generator were infected. The cause of the infection is unknown. The explanted generator and lead were received on 05/16/2016. Analysis is underway but has not been completed to date. A review of device history records showed that both the lead and generator were sterilized prior to distribution.